Event description:
Patient reported aligners having sharp edges that are cutting their tongue. They also report fit issue, the aligners are difficult to get on and off. They are tight fitting. Patient's dentist is surprised at how difficult for them to get the aligner onto the patient.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.